Manufacturer narrative:
Vyaire identification number (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation. Video was provided. The investigation is still ongoing.

Event description:
The customer reported that the touch screen of the bellavista does not work. There is no patient involvement.